Event description:
It was reported that the bd alaris pump module infusion set had leakage. The following information was provided by the initial reporter: I was able to trace the sample product I got back to an slr, and we had an occurrence of this product leaking. This was for product #2203-0500 (no documented lot# or packaging saved). Description of issue below, no noted patient harm. "Tpn tubing was "leaking." She noticed a wetness on the floor and on the tubing, she also noted that there wasn't a filter."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.